Manufacturer narrative:
Correction b5: change to: the patient "received" prophylactic antibiotics (previously reported the patient "was" prophylatic antibiotics). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This occurred when the nurse was trying to remove a 10cc syringe from the end of the transfer set post flush. The transfer set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event, however the patient was prophylatic antibiotics as precaution. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.